Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right ventricular (rv) channel. Technical services (ts) was consulted and confirmed that pacing inhibition does not occur, as the inhibition duration is less than 2 seconds. They indicated that the suspected noise could be from movement, myopotential or diaphragmatic noise. Reprogramming options were recommended. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial reporter information (e1) in section e, initial reporter facility name/address. This product remains implanted and in-service; therefore, product analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right ventricular (rv) channel. Technical services (ts) was consulted and confirmed that pacing inhibition does not occur, as the inhibition duration is less than 2 seconds. They indicated that the suspected noise could be from movement, myopotential or diaphragmatic noise. Reprogramming options were recommended. This system remains in service and no adverse patient effects were reported.